Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned with information indicating the patient is deceased. The cause of death was provided as sepsis. The cause of the sepsis was requested and not received.